Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the aortic neck was greater than 60 degree and the proximal neck diameter right below the lowest renal was 21mm. The distal aortic neck diameter above the aneurysm was 21mm. The aortic neck length was 23mm and the aneurysm diameter was 95mm. During implant, a type 1a or type IV endoleak was discovered. An aortic cuff was implanted to resolve the potential type ia; however the endoleak was not resolved. The physician commented that the stent graft was not sized appropriately for the vessel; that the diameter of the vessel may have been 25 mm or greater, resulting in lack of proximal seal. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); unapproved use of device (treatment of a patient with aortic neck greater than 60 degrees); failure to follow instructions (oversizing); lack of information (cause and exact location of endoleak is unknown). Conclusion: lack of information (cause and exact location of endoleak is unknown); user error contributed to event (oversizing).